Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 545mg/dl and low blood glucose level 36mg/dl. Customer experienced other blood glucose was 90 mg/dl. Customer had gastroparesis so customer was not used auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose or low blood glucose. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.